Event description:
An optometrist reported that a patient is experiencing fluctuation dryness and light sensitivity, six months following bilateral lasik surgery. The patient reports her vision is very clear but still dry often, and the light sensitivity is better but not like it was before surgery. In a follow up, a technician reported the patient was treated with topical cyclosporine medication, and will return for follow up in approximately one month. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).